Manufacturer narrative:
Follow up #1 submitted: 04/15/2015. Device evaluation: the pump was returned and investigated by product analysis on (B)(4) 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. On examination, the battery compartment was found to be cracked along the side from the bottom of the pump, upward to the bumper pad. Investigation confirmed the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).